Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated while activating a new pod, the cannula deployed during the activation process, prior to placement.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly not deployed. The soft cannula was not exposed, and the pink slide insert was not visible in the viewing window. According to the data, the device ran for 48 pulses prior to being deactivated. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the reported needle mechanism failure.